Manufacturer narrative:
Pump passed the displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to perform the restart error test, unable to verify excessive no delivery test and occlusion test due to motor error. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was flush and not recessed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.